Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s incision was not closing, and it had been infected since the day of the surgery. They were taking 1600mg of antibiotics and it was not closing, and there was a lot of fluid around the pump and it was oozing. The patient also reported throbbing and hurting started since implant. The reporter noted ¿it was an outpatient surgery she lay in bed they gave her antibiotics.¿ she reportedly went back a week later extremely sick and had "an infection a week later and the infection started right away," and her "belly was sticking to pop out.¿ she was put on antibiotics and the fluid slowly went down, and it came back again and her healthcare provider (hcp) said it was still infected and gave her antibiotics, and the patient was "still holding onto my pump and my belly" when she walked because it throbbed and hurt. The patient reported it was getting better and then it started all over again and was hurting more, and was getting better and then it started all over again, ¿like her body wants to reject the pump and her back is not healing, its very deep and very wide open.¿ the pump system was being used to infuse morphine (unknown), and the patient noted she was at a ¿1¿ at implant and went up to a ¿2¿. The pump system was being used to infuse morphine (unknown). No additional interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.